Event description:
It was reported that, the pt complained of pain so the surgeon revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: unk rejuvenate neck. Unk head. Unk liner. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. When completed, the evaluation summary will be submitted in a supplemental report.